Event description:
Dealer returning jazz std rollator due to incident, brake handles broke due to fall. No injuries reported for now. Additional reportable malfunction for this device; (B)(4) wheel broke.